Event description:
It was reported that the device had reached the elective replacement indicator (eri) and early battery depletion is suspected. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had reached the elective replacement indicator (eri) and early battery depletion is suspected. The device remains in use. No patient complications have been reported as a result of this event. The device was explanted and replaced. It was reported that the device had reached the elective replacement indicator (eri) and early battery depletion is suspected. The device remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2011, the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Actual longevity is < 80% of 99.9% longevity limit. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2011, device rrt<=2.63. Weekly battery voltage log data shows a decrease for min bat=2.631 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low battery voltage on (B)(4) 2011 02:15:00.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device rrt<=2.63. Weekly battery voltage log data shows a decrease for min bat=2.631 to 2.61 volts minimum between (B)(6) 2011 and (B)(6) 2011. One - patient alert for low battery voltage on (B)(6) 2011 02:15:00.

Event description:
It was reported that the device had reached the elective replacement indicator (eri) and early battery depletion is suspected. No patient complications have been reported as a result of this event. It was further reported that the device explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(4) 2011, device rrt<=2.63. Weekly battery voltage log data shows a decrease for min bat=2.631 to 2.61 volts minimum between (B)(4) 2011 and (B)(4) 2011. One - patient alert for low battery voltage on (B)(4) 2011 02:15:00.